Event description:
It was reported that the patient presented to the emergency department after passing out twice. A remote transmission indicated high thresholds and intermittent loss of capture on the right ventricular (rv) lead. The patient was admitted and the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).